Manufacturer narrative:
Section a2, a4, a5 patient information: information unknown/not provided. Section b3, date of event: the exact date is unknown. The best estimate is prior to the week of march 06, 2024. Section d6a, if implanted, give date: not applicable as the cartridge is not an implantable device. Section d6b, if explanted, give date: not applicable as the cartridge is not an implantable device, therefore not explantable. Section h3-other (81): the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information. However, it was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) platinum and emerald cartridges are leaving a filmy or sticky substance on the bottom side of the lens when implanting. This report captures one event for the platinum cartridge lot# cm16317. The filmy or sticky substance is causing the doctor to go in and clean off the substance on the bottom of the lens each time it happens. The doctor spoke to his colleague who informed him that these cartridges had the same issue in the past, years ago where it was the coating that is called glycerol monostearate(gms). However, upon further review it was clarified with the customer that the platinum (1mtec30) cartridge is coated with hyaluronic acid (ha) and the emerald cartridge is coated with gms. The customer tried to get a video of what was going on but it was impossible when looking through the microscope as it wasn¿t visible on the viewing monitor. The customer received new cartridges in hopes that it would fix the issue since the issue arose while using older cartridges which were nearing expiration date although not expired. It appear that the issue has not happened again in cases this week (march 2nd ¿ 6th). No other complications were reported such as capsule tear, vitrectomy, incision enlargement or sutures. The iols were left in the eye with no symptoms. The patients are doing well. No further information was provided. The other platinum series cartridge event is reported in manufacturer report number 3012236936-2024-00697. The emerald cartridge event is reported in manufacturer report number 3012236936-2024-00699.